Event description:
The pt reported that the suspected device was giving results in the 5-600 mg/dl range for blood glucose. Pt telephoned their dr and was instructed to dose with insulin. Pt then went to the hosp and their blood glucose was 29mg/dl. Pt received an unknown treatment. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions were not used on the system, however, the test strips had been removed and stored outside of the original capped vial and exposed to the elements.